Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a battery out limit alarm and a button error alarm on the insulin pump. Customer's blood glucose was 417 mg/dl at the time of the incident. Customer treated via syringe. Customer stated that her pump just started alarming and she realized that it had a button error. Customer stated that the pump may have possibly gotten wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that she already had a loaner pump.